Event description:
Received report that catheter split. Implant date 2005; explanted date 2007; physician only replaced catheter; did not replace port.

Manufacturer narrative:
Received report that a catheter split. Date of implant 2005; date of explant 2007. Physician only replaced damaged catheter, original port remains in patient. Catheter returned to pfm medical device submitted for evaluation. Result of evaluation: the complaint we received was incomplete, total incriminated samples were not available. Received only the catheter and the connector. Sn is printed on the port. Documents of the fluoroscopy or x-rays follow-up was missing. Also, did not receive any information regarding injection resistance before the catheter ruptures. We notice that on 4cm near the slot, the printing marks disappear. This is a result of a friction. We notice also that on the slot location, the catheter was crushed. Slot appears at 10cm from catheter distal tip and at 15cm from access port. Product remains implanted for 2 years and 2 months without any information of defectness. We suppose that the catheter failed from fatigue resulting from clamping and declamping. Such effect is very well described in the literature and in our instruction of use and it is named " pinch-off". It is the result of the clamping catheter between the clavicle and the 1st ribs and it happens when the catheter is not introduce properly into the vein. The failure is attributed to an incorrect handling of the surgical technique.